Manufacturer narrative:
During treatment of a type 1b endoleak, an imp-fx-12 plug that was implanted migrated from its original delivery location and embolized a femoral artery. The physicians then needed to explant the plug. No issues were experienced when the device was explanted from the patient and no adverse event to the patient occurred. Following case completion, it was stated that "the endoleak space was larger than anticipated for the plugs" and that the physicians should have deployed the stent graft limb before implanting the impede-fx devices. After this incident was reported to shape memory medical (smm) on (B)(6) 2022, a call occurred with an smm personnel present during the case. They confirmed the physician had acknowledged the imp-fx-12 migration was procedure-related and not due to a device-related problem.

Event description:
Physician was treating a type 1b endoleak. After deploying five to six imp-fx-12 plugs through a 5f cook flexor raabe guiding sheath into the sac, the next two plugs that were delivered migrated down the iliac. After imaging, the physicians determined the plug migration was not a concern and thereafter, eight additional imp-fx-12 plugs were implanted. When this was completed, it was found that one of the plugs had migrated and subsequently embolized a femoral artery. The physicians then needed to explant the plug. No issues were experienced when the device was being explanted. Following case completion, it was determined that "the endoleak space was larger than anticipated for the plugs" and that the physicians should have deployed the stent graft limb before implanting the impede-fx devices. Based on the information currently known about this incident, no adverse event to the patient occurred.